Event description:
It was reported that a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer's parent bought insulin to address the elevated bg. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur.